Event description:
Info received from members or our affiliate who attended 51st another country's contact lens society. This case of ou corneal ulcers was presented by an eye care professional (ecp). This record captures the od event. In 2006, the pt developed red eyes. Three days later, the pt sought treatment at a local eye clinic and was diagnosed with infections keratitis, cells were observed in the anterior chamber. Va 0.4 (20/50). The pt was treated with gatiflo, sulpelin, tearbalance and bronuck. On the following month, the pt developed corneal ulcers ou. Three days later, the pt was referred to and visited a hospital for treatment. Va od with correction 0.5 (20/40). Pseudomonas sp. Was cultured from the lens case and lens care solution. The pt was treated as an outpatient due to work schedule. On ten days later, flumetholone was added to the treatment regime. [Awaiting info from japan regarding changing of medication from topical to internal agent.] On six days later, pt was admitted to hospital due to corneal ulcers ou, ciliary injection and stromal infiltration. Treatment: intravenous fluid - gatiflo (frequently), modacin (4g in 10 days), tienam and po cravit. On the next month, the od corneal ulcer was 1.5 mm x 1.5mm. On eight days later, va od 1.0 (20/20) the pt was discharged four days later. The pt's bcva od 27 days following discharge was 0.6 (20/35). Bcva od 60 days following discharge was 1.0 (20/20). The presenting ecp noted the following: the pt used mps for lens care: rohto c3 soft one moist (rohto pharmaceutical co., ltd.). The pt reportedly did not rub contact lenses. The pt replaced solution once a week. The pt did not replace the lens case did not have periodic checkups. The pt did observe the lens replacement cycle. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling for single use or reuse. No conclusions can be drawn.